Manufacturer narrative:
(B)(4). The insulin pump passed the displacement test and self test. Insulin pump failed to download history files and traces using thumps. Insulin pump failed to upload to carelink. Failed to upload, download isolated to electrical board. Software error alarm unknown. Insulin pump error unknown. Insulin pump received with scratched case. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump received pump error. Customer was able to clear error and was able to rewind insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.